Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found worn tip clamps in the reported problem area of the pipetter assembly. The fse replaced all tip clamps and checked alignment and calibration of the x-arm. The instrument was inspected, tested without further problem and returned to service.